Manufacturer narrative:
Manufacturer received the device for investigation. Upon completion of investigation, a follow up report may be filed.

Event description:
As described by the customer, the patient was on the pneuton transport ventilator. Ventilator was working fine, and the patient was transported to CT while ventilated on the device. The patient was on the ventilator during the procedure. When the patient was moved back to the hospital bed, the ventilator was no longer cycling. The mandatory breath switch was still flipped on and the o2 tank still had oxygen and was on. The patient had to be manually ventilated with a bag valve mask. The patient was placed on a new pneuton ventilator. The end user reported that there was no patient harm. The manufacturer received the device for investigation. Upon completion of investigation, a follow up report may be filed.